Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the tip of the 4.5 healix advance peek 3-suture anchor w/orthocord broke off inside the patient. It's unknown if the fragment was retrieved and the remaining part of the device was discarded, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [7l06554] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4). The expiration date is unknown at this time.

Event description:
It was reported by the sales rep via phone that during an unknown procedure the tip of the 4.5 healix advance peek 3-suture anchor w/orthocord broke off inside the patient´s body. It is unknown if the fragment were retrieved. No additional information was provided. Additional information received from the affiliate reported the event occurred during a rotator cuff repair. The fragment that was generated from the broken device, it was the hex driver tip from the anchor inserter that broke off inside the anchor. It was also reported the fragment was not removed and this was discovered via post-operative x-rays. The device was discarded so it will not be returned.